Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 6/24/2015- medical records received. Patient was revised to address pain. Upon revision, metallosis appearing tissue was noted. The information received does not change the MDR decision. This complaint was updated on 06/24/15.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).depuy still considers this investigation closed.

Event description:
Update rec'd 3/20/2015- decontamination form received. Dor provided. Stem remained in situ. Stem and sleeve are being added for elevated metal ion levels. This complaint was updated on: 04/06/2015.

Event description:
Pt contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that although the cup appears well fixed, it has changed position. No revision at this time (right side). Update: (B)(6) 2011 - litigation papers received. They allege that pt was injured by excessive levels of chromium and cobalt.